Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was later received for reliability analysis.

Event description:
Additional information was received that a revision procedure was performed and the device and left ventricular (lv) lead were explanted. It was believed that the device had declared elective replacement indicator (eri) three months prior to end of life (eol). No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that this device was presented in end of life (eol) and storage mode and was scheduled for device replacement. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.